Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific device tracking received a form completed by the physician. The physician reported this icm was explanted because of infection. No other devices have been implanted at this time. The icm device is not expected to be returned.